Manufacturer narrative:
Summary of the investigation: as no patient data (files, x-ray, or fluoroscopies images) were provided and as the lead remains implanted, it is not possible to conclusively confirm or identify the reported issues. However, considering that the lead has been implanted since 2012, the reported abnormal ventricular impedance value (>3000 ohms), noise, and pacing issue might be linked to a lead integrity issue (intermittent lead fracture or insulation failure). It should be noted that a field safety notice was issued on isoline leads in january 2013 related to internal insulation breach. Given that the integrity of the defibrillation system cannot be assured, the physician should carefully evaluate the potential benefit of re-intervention to replace the ventricular lead. Please refer to the recommendation provided. This case is retained and utilized for trending purposes. Reintervention was performed on (B)(6) 2025 and the lead as capped and abandoned inside the body.

Event description:
On (B)(6) 2025, the patient visited the hospital after receiving a shock. Increasing lead impedance and pacing failure were observed during an ICD check. X-ray imaging revealed a suspected lead fracture around the rv coil. A review of the ICD data from 18 july 2025 revealed over 3000 ohms and noise. The lead fracture may have occurred at that time. Atp and shock were turned off. Reintervention was performed on (B)(6) 2025 and the lead as capped and abandoned inside the body.